Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "replace vent" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation for evaluation; the customer report was observed and the device was calibrated a recertified to resolve the issue. It is important to note that this is a low priority alarm which is solely to remind the end user that a preventative maintenance is due every 365 days or 1,500 hours of service. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "self-check fault 3120" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.